Event description:
The customer reported 13 false positives on the alinity m resp-4-plex assay. There were 12 false positives for the flu b target and 1 false positive for both flu b and rsv. The samples were tested between (B)(6) 2022 and (B)(6) 2023. See below for details. (B)(6). The customer first reported that there were 4 false positive results from (B)(6) 2023. The positive results were considered discrepant, as the retests of the samples on the genexpert platform were negative. The same sample tube was used in both tests. There were no indications of external contaminations, as the controls passed without issues and also the same tubes were used in both analyses. The results were not released to the physician and there was no impact to patient management. The customer then decided to review results for (B)(6) 2022 and (B)(6) 2023 for other instances of false positive results. 9 additional false positive results were found. There was no report of impact to patient management. The additional run dates associated with the 13 sample ids (sids) will be reported under additional mdrs.

Manufacturer narrative:
This incident is being reported to FDA because the incident occurred in sweden using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. Elevated complaint investigation will be initiated. The following mdrs are being submitted in association with this observation: 3005248192-2023-00101, 3005248192-2023-00102, 3005248192-2023-00104, 3005248192-2023-00105, 3005248192-2023-00106, 3005248192-2023-00107, 3005248192-2023-00108 3005248192-2023-00109, 3005248192-2023-00110 and 3005248192-2023-00111.

Manufacturer narrative:
Correction to g3: correct date received by manufacturer from 20-apr-2023 to 21-mar-2023.

Manufacturer narrative:
For lot 383143 (linked MDR 3005248192-2023-00111): investigation into this complaint included a customer data review, a quality data review, and a complaint history review for the discrepant result involving alinity m resp-4-plex amp kit (list 09n79-090) lot 383143. Customer result log files were reviewed. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. The device history records (DHR) review, CAPA review, and complaint history review was performed. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Retain file sample testing was performed. The lot met all validity and acceptance criteria. This DHR , CAPA, and complaint review did not identify any issues associated with alinity m resp-4-plex amp kit (list 09n79-090) lot 383143. Based on the results of the investigation, the product requirements continue to be met for this lot. For lots 525766, 527602, and 531612 (MDR 3005248192-2023-00101 - 3005248192-2023-00110, remaining linked mdrs as described in initial report section h10): the elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, (B)(4) or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 ((B)(4))" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1; 3005248192-2022-00744 follow up report 1; 3005248192-2022-00765 follow up report 1; 3005248192-2022-00796 follow up report 1; 3005248192-2022-01095; 3005248192-2022-01096; 3005248192-2022-01097; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-01101; 3005248192-2022-01102; 3005248192-2022-01103; 3005248192-2022-01104; 3005248192-2022-00716 follow up 01; 3005248192-2022-00791 follow up 01; 3005248192-2022-00735 follow up 01; 3005248192-2022-00705 follow up 01; 3005248192-2022-01123; 3005248192-2022-01124; 3005248192-2022-01125; 3005248192-2022-00752 follow up 01; 3005248192-2022-00753 follow up 01; 3005248192-2022-00743 follow up 01; 3005248192-2022-00719 follow up 01; 3005248192-2022-00978 follow up 01; 3005248192-2022-00979 follow up 01; 3005248192-2022-00980 follow up 01; 3005248192-2022-00937 follow up 01; 3005248192-2022-01017 follow up 01; 3005248192-2022-01018 follow up 01; 3005248192-2022-01148; 3005248192-2022-00934 follow up report 1; 3005248192-2022-00942 follow up report 1; 3005248192-2022-00943 follow up report 1; 3005248192-2022-00944 follow up report 1; 3005248192-2022-00945 follow up report 1; 3005248192-2022-00946 follow up report 1; 3005248192-2022-00920 follow up report 1; 3005248192-2022-00921 follow up report 1; 3005248192-2022-00922 follow up report 1; 3005248192-2022-00923 follow up report 1; 3005248192-2022-00924 follow up report 1; 3005248192-2022-00925 follow up report 1; 3005248192-2022-00926 follow up report 1; 3005248192-2022-00927 follow up report 1; 3005248192-2022-00928 follow up report 1; 3005248192-2022-00929 follow up report 1; 3005248192-2022-00930 follow up report 1; 3005248192-2022-00931 follow up report 1; 3005248192-2022-01198; 3005248192-2022-01199; 3005248192-2022-01200; 3005248192-2022-00707 follow up report 1; 3005248192-2022-00757 follow up report 1; 3005248192-2022-00718 follow up report 1; 3005248192-2022-00964 follow up report 1; 3005248192-2022-00965 follow up report 1; 3005248192-2022-00966 follow up report 1; 3005248192-2022-00967 follow up report 1; 3005248192-2022-00968 follow up report 1; 3005248192-2022-00969 follow up report 1; 3005248192-2022-00970 follow up report 1; 3005248192-2022-00971 follow up report 1; 3005248192-2022-00798 follow up 01; 3005248192-2022-01206; 3005248192-2022-00800 follow up report 1; 3005248192-2022-00801 follow up report 1; 3005248192-2022-00742 follow up report 1; 3005248192-2022-00883 follow up report 1; 3005248192-2022-00884 follow up report 1; 3005248192-2022-00885 follow up report 1; 3005248192-2022-00886 follow up report 1; 3005248192-2022-00887 follow up report 1; 3005248192-2022-00888 follow up report 1; 3005248192-2022-00889 follow up report 1; 3005248192-2022-00890 follow up report 1; 3005248192-2022-00891 follow up report 1; 3005248192-2022-00892 follow up report 1; 3005248192-2022-00893 follow up report 1; 3005248192-2022-00894 follow up report 1; 3005248192-2022-00895 follow up report 1; 3005248192-2022-01207; 3005248192-2022-01223; 3005248192-2022-00899 follow up report 1; 3005248192-2022-01239; 3005248192-2022-01241; 3005248192-2022-00878 follow up 01; 3005248192-2022-00879 follow up 01; 3005248192-2022-00880 follow up 01; 3005248192-2022-00881 follow up 01; 3005248192-2022-00882 follow up 01; 3005248192-2022-00907 follow up 01; 3005248192-2022-00908 follow up 01; 3005248192-2022-00909 follow up 01; 3005248192-2022-00910 follow up 01; 3005248192-2022-00911 follow up 01; 3005248192-2022-00794 follow up 03; 3005248192-2022-00804 follow up 01; 3005248192-2022-00912 follow up 01; 3005248192-2022-00913 follow up 01; 3005248192-2022-00810 follow up 03; 3005248192-2022-00811 follow up 02; 3005248192-2022-00812 follow up 02; 3005248192-2022-00813 follow up 01; 3005248192-2022-00816 follow up 01; 3005248192-2022-00817 follow up 01; 3005248192-2022-00818 follow up 01; 3005248192-2023-00002; 3005248192-2023-00005; 3005248192-2022-00823 follow up 01; 3005248192-2022-00824 follow up 01; 3005248192-2022-00825 follow up 01; 3005248192-2022-00826 follow up 01; 3005248192-2022-00827 follow up 01; 3005248192-2022-00828 follow up 01; 3005248192-2022-00830 follow up 01; 3005248192-2022-00831 follow up 01; 3005248192-2022-00833 follow up 01; 3005248192-2022-01022 follow up 01; 3005248192-2022-01023 follow up 01; 3005248192-2022-01024 follow up 01; 3005248192-2022-00835 follow up 01; 3005248192-2022-01025 follow up 01; 3005248192-2022-01026 follow up 01; 3005248192-2022-01027 follow up 01; 3005248192-2022-00837 follow up 01; 3005248192-2022-00839 follow up 01; 3005248192-2022-00840 follow up 01; 3005248192-2022-00842 follow up 01; 3005248192-2022-00843 follow up 01; 3005248192-2023-00006; 3005248192-2022-00844 follow up 01; 3005248192-2023-00007; 3005248192-2022-00846 follow up 01; 3005248192-2022-00847 follow up 01; 3005248192-2022-00848 follow up 01; 3005248192-2022-00849 follow up 01; 3005248192-2022-00851 follow up 01; 3005248192-2022-00852 follow up 01; 3005248192-2022-00853 follow up 01; 3005248192-2022-00855 follow up 01; 3005248192-2022-00856 follow up 01; 3005248192-2022-00862 follow up 01; 3005248192-2022-00866 follow up 01; 3005248192-2022-00869 follow up 01; 3005248192-2022-00870 follow up 01; 3005248192-2022-00875 follow up 01; 3005248192-2022-00877 follow up 01; 3005248192-2022-01108 follow up 01; 3005248192-2022-01119 follow up 01; 3005248192-2022-01120 follow up 01; 3005248192-2022-01121 follow up 01; 3005248192-2022-01122 follow up 01; 3005248192-2022-00983 follow up report 1; 3005248192-2022-00955 follow up report 1; 3005248192-2022-01111 follow up 01; 3005248192-2022-01112 follow up 01; 3005248192-2022-01113 follow up 01; 3005248192-2022-01114 follow up 01; 3005248192-2022-01064 follow up 01; 3005248192-2022-01065 follow up 01; 3005248192-2022-01066 follow up 01; 3005248192-2022-01030 follow up 01; 3005248192-2022-01031 follow up 01; 3005248192-2022-01032 follow up 01; 3005248192-2022-01033 follow up 01; 3005248192-2022-01034 follow up 01; 3005248192-2022-01035 follow up 01; 3005248192-2022-01036 follow up 01; 3005248192-2023-00014; 3005248192-2023-00015; 3005248192-2022-01019 follow up 01; 3005248192-2022-01028 follow up 01; 3005248192-2022-01115 follow up 01; 3005248192-2022-01116 follow up 01; 3005248192-2022-01117 follow up 01; 3005248192-2022-01118 follow up 01; 3005248192-2022-01128 follow up 01; 3005248192-2022-01129 follow up 01; 3005248192-2022-01139 follow up 01; 3005248192-2022-01140 follow up 01; 3005248192-2022-01141 follow up 01; 3005248192-2022-01143 follow up 01; 3005248192-2022-01144 follow up 01; 3005248192-2022-01145 follow up 01; 3005248192-2022-01146 follow up 01; 3005248192-2022-01147 follow up 01; 3005248192-2022-01057 follow up 01; 3005248192-2022-01058 follow up 01; 3005248192-2022-01059 follow up 01; 3005248192-2022-01060 follow up 01; 3005248192-2022-01061 follow up 01; 3005248192-2022-01062 follow up 01; 3005248192-2022-01079 follow up 01; 3005248192-2022-01080 follow up 01; 3005248192-2022-01081 follow up 01; 3005248192-2022-01082 follow up 01; 3005248192-2022-01083 follow up 01; 3005248192-2022-01084 follow up 01; 3005248192-2022-01086 follow up 01; 3005248192-2022-01087 follow up 01; 3005248192-2022-01251 follow up 01; 3005248192-2022-01201 follow up 01; 3005248192-2022-01202 follow up 01; 3005248192-2022-01203 follow up 01; 3005248192-2022-01204 follow up 01; 3005248192-2022-01205 follow up 01; 3005248192-2022-01252 follow up 01; 3005248192-2022-01253 follow up 01; 3005248192-2022-01054 follow up 01; 3005248192-2022-01209 follow up 01; 3005248192-2022-01210 follow up 01; 3005248192-2022-01211 follow up 01; 3005248192-2022-01212 follow up 01; 3005248192-2022-01213 follow up 01; 3005248192-2022-01214 follow up 01; 3005248192-2022-01215 follow up 01; 3005248192-2022-01216 follow up 01; 3005248192-2022-01217 follow up 01; 3005248192-2022-01218 follow up 01; 3005248192-2022-01219 follow up 01; 3005248192-2022-01037 follow up 01; 3005248192-2022-01038 follow up 01; 3005248192-2022-01039 follow up 01; 3005248192-2022-01040 follow up 01; 3005248192-2022-01041 follow up 01; 3005248192-2023-00082; 3005248192-2022-01152 follow up report 1; 3005248192-2022-01153 follow up report 1; 3005248192-2022-01154 follow up report 1; 3005248192-2022-01155 follow up report 1; 3005248192-2022-01156 follow up report 1; 3005248192-2022-01157 follow up report 1; 3005248192-2022-01158 follow up report 1; 3005248192-2022-01159 follow up report 1; 3005248192-2022-01160 follow up report 1; 3005248192-2022-01161 follow up report 1; 3005248192-2022-01162 follow up report 1; 3005248192-2022-01163 follow up report 1; 3005248192-2022-01164 follow up report 1; 3005248192-2022-01165 follow up report 1; 3005248192-2022-01166 follow up report 1; 3005248192-2022-01167 follow up report 1; 3005248192-2022-01168 follow up report 1; 3005248192-2022-01169 follow up report 1; 3005248192-2022-01170 follow up report 1; 3005248192-2022-01171 follow up report 1; 3005248192-2022-01172 follow up report 1; 3005248192-2022-01173 follow up report 1; 3005248192-2022-01174 follow up report 1; 3005248192-2022-01175 follow up report 1; 3005248192-2022-01176 follow up report 1; 3005248192-2022-01177 follow up report 1; 3005248192-2022-01178 follow up report 1; 3005248192-2022-01179 follow up report 1; 3005248192-2022-01180 follow up report 1; 3005248192-2022-01181 follow up report 1; 3005248192-2022-00984 follow up 01; 3005248192-2022-00985 follow up 01; 3005248192-2022-00986 follow up 01; 3005248192-2022-00987 follow up 01; 3005248192-2022-00988 follow up 01; 3005248192-2022-00989 follow up 01; 3005248192-2022-00990 follow up 01; 3005248192-2022-00991 follow up 01; 3005248192-2022-00992 follow up 01; 3005248192-2022-00993 follow up 01; 3005248192-2022-00994 follow up 01; 3005248192-2022-00995 follow up 01; 3005248192-2022-00996 follow up 01; 3005248192-2022-00997 follow up 01; 3005248192-2022-00998 follow up 01; 3005248192-2022-00999 follow up 01; 3005248192-2022-01000 follow up 01; 3005248192-2022-01001 follow up 01; 3005248192-2022-01002 follow up 01; 3005248192-2022-01003 follow up 01; 3005248192-2022-01004 follow up 01; 3005248192-2022-01005 follow up 01; 3005248192-2022-01006 follow up 01; 3005248192-2022-01007 follow up 01; 3005248192-2022-01008 follow up 01; 3005248192-2022-01009 follow up 01; 3005248192-2022-01010 follow up 01; 3005248192-2022-01011 follow up 01; 3005248192-2022-01012 follow up 01; 3005248192-2022-01013 follow up 01; 3005248192-2022-01014 follow up 01; 3005248192-2022-01015 follow up 01; 3005248192-2022-01016 follow up 01; 3005248192-2022-01056 follow up 01; 3005248192-2022-01184 follow up 01; 3005248192-2022-01185 follow up 01; 3005248192-2022-01186 follow up 01; 3005248192-2022-01187 follow up 01; 3005248192-2022-01188 follow up 01; 3005248192-2022-01189 follow up 01; 3005248192-2022-01190 follow up 01; 3005248192-2022-01191 follow up 01; 3005248192-2022-01192 follow up 01; 3005248192-2022-01193 follow up 01; 3005248192-2022-01194 follow up 01; 3005248192-2022-01195 follow up 01; 3005248192-2022-01196 follow up 01; 3005248192-2022-01043 follow up 01; 3005248192-2022-01044 follow up 01; 3005248192-2022-01045 follow up 01; 3005248192-2022-01046 follow up 01; 3005248192-2022-01047 follow up 01; 3005248192-2022-01106 follow up 01; 3005248192-2022-01042 follow up 01; 3005248192-2023-00098 follow up 01; 3005248192-2022-01088 follow up 01; 3005248192-2022-01089 follow up 01; 3005248192-2022-01090 follow up 01; 3005248192-2022-01091 follow up 01; 3005248192-2022-01092 follow up 01; 3005248192-2022-01093 follow up 01; 3005248192-2022-01094 follow up 01; 3005248192-2022-01130 follow up 01; 3005248192-2022-01131 follow up 01; 3005248192-2022-01132 follow up 01; 3005248192-2022-01133 follow up 01; 3005248192-2022-01134 follow up 01; 3005248192-2022-01135 follow up 01; 3005248192-2022-01136 follow up 01; 3005248192-2022-01137 follow up 01; 3005248192-2022-01138 follow up 01; 3005248192-2022-01053 follow up 01; 3005248192-2022-01242 follow up 01; 3005248192-2022-01243 follow up 01; 3005248192-2022-01244 follow up 01; 3005248192-2022-01245 follow up 01; 3005248192-2022-01246 follow up 01; 3005248192-2022-01247 follow up 01; 3005248192-2022-01067 follow up 01; 3005248192-2022-01068 follow up 01; 3005248192-2022-01069 follow up 01; 3005248192-2022-01070 follow up 01; 3005248192-2022-01071 follow up 01; 3005248192-2022-01072 follow up 01; 3005248192-2022-01073 follow up 01; 3005248192-2022-01074 follow up 01; 3005248192-2022-01075 follow up 01; 3005248192-2022-01076 follow up 01; 3005248192-2022-01077 follow up 01; 3005248192-2022-01078 follow up 01; 3005248192-2022-01197 follow up 01; 3005248192-2023-00101 follow up report 1; 3005248192-2023-00102 follow up report 1; 3005248192-2023-00103 follow up report 1; 3005248192-2023-00104 follow up report 1; 3005248192-2023-00105 follow up report 1; 3005248192-2023-00106 follow up report 1; 3005248192-2023-00107 follow up report 1; 3005248192-2023-00108 follow up report 1; 3005248192-2023-00109 follow up report 1; 3005248192-2023-00110 follow up report 1; 3005248192-2023-00111 follow up report 1.